Event description:
It was confirmed during inspection of a returned pump that acu watchdog failure error does appear in event log. The failure mode was found during start up to update the drug library. However, if the issue reoccurs during infusion, it will interrupt therapy and potentially impact the patient. There were no patient involvement and harm.

Manufacturer narrative:
The suspected device was returned for evaluation. A review of the event log was performed and identified acu watchdog failure and configuration invalid errors occurring at startup. A review of the available service history found no previous related repairs within the last 12 months. Functional and visual inspections were performed. Replacement of the main circuit board did not resolve the issue. The interconnect circuit board was subsequently replaced, after which the pump powered up successfully, installed the configuration and current firmware, and passed all functional testing following recalibration of all sensors and loading of the standard 1a12 configuration. The customer complaint was confirmed. The probable cause of the reported issue was determined to be defective components within the interconnect circuit board assembly.